Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was potentially under sensing during atrial arrhythmias, leading to the device terminating mode switch episodes without termination criteria being met. The lead remains in use. No patient complications have been reported as a result of this event.